Event description:
It was reported that after inserting the intra-aortic balloon (iab) during an angiogram, the doctor was not happy with the position and decided to re-insert the guidewire to change the position of the iab. However, the guidewire could not be advanced through the iab and the entire iab was removed. A kink was observed on the iab shaft under the sterile sleeve. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior with the guide wire inside the inner lumen. The one-way valve was also returned. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The returned guide wire was removed and the technician attempted to insert the returned maquet 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The evaluation confirmed the kink on the catheter tubing. We are unable to determine when the kink may have occurred. The reported difficulty to advance the guide wire cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).